Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that the reason for call was patient reported they have not gotten desired therapeutic effect since implant. The patient was attempting to increase their stimulation but could not recall how to use their 3037 programmer. Reviewed 3037 programmer use however the patient continued to encounter a poor communication message. The patient confirmed they could feel the ins easily and were positioning the antenna directly against the ins. Reviewed how to use the programmer without the antenna but patient continued to encounter the poor communication message. Patient stated they did not think the programmer was working correctly when they got it. Patient stated it has probably been a year that they started to encounter problems with the programmer. Patient initially denied any swelling or changes to the ins site but then later in the call reported they had lower extremity swelling that started from their naval down to their toes. The onset of the swelling occurred suddenly overnight around december 28th or 29th. Patient sought medical attention and had blood tests taken but did not know what caused the swelling. A physician suggested it could be arthritis but patient was confused as to why it would be such a sudden onset. Patient could not bend their legs or go up and down the stairs. Patient saw an arthritis doctor and 3 weeks ago patient was prescribed water pills for the swelling and a dermatologist also prescribed a topical medication to put on their legs. The swelling has gone down some but now completely. Patient wondered if any interstim patients have experienced swelling of this nature. Reviewed clinical summary/known adverse events. Patient noted they do not have interstim for urinary control they have it for bowel. Regarding patients concerns with lack of therapeutic effect, patient stated it has gotten worse in the last month or two. Patient has already notified managing physician of their concerns. An email was sent to the repair department to replace the 3037 programmer. Reviewed that if patient continued to encounter poor communication with their new programmer they will need to follow up with managing physician for further assistance. No further communication was reported at this time. Additional information received from the patient on 2022-06-22 stated their replacement programmer and reported they were still experiencing the poor communication screen. The patient reiterated their report of their previous icon programmer not working and that the implant had never worked since they had the second one implanted. When they went to their hcp office, the hcp just changed their "numbers," just like the patient could do. Patient services advised the patient that due to the fact that the patient still couldn't communicate since receiving their replacement programmer, they would need to see their hcp to continue troubleshooting and to diagnose the issue. Patient services advised the patient the hcp could page a manufacturer representative (rep) to be present at the appointment if they needed. The patient stated they were going to reach out to their hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that patient had improvement of their symptoms after implant..

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.